Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported "significantly increased risk of developing cancer, lost wages, emotional distress, including fear and anxiety of developing cancer, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement". Later healthcare professional reported "rupture/deflation". This is for the left side. Device was explanted.